Event description:
It was reported that a leak was observed 10cm from the hub of the microcatheter while the physician was flushing the catheter. The procedure was successfully completed using another of the same device. There was no clinical consequence to the patient who was reportedly in a good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned catheter found that there was a hole 14.4cm from the hub of the microcatheter. The catheter leaked from this hole during a leak test. The catheter was found to be twisted in a section between 115cm to 150cm, which is indicative of excessive handling of the device. Blood was noted in the catheter shaft 113cm from the proximal end. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. From the information provided and the investigation results the damage noted to the device most likely related to the manner in which the device was handled. Therefore, a root cause of handling damage has been assigned to the event.

Event description:
It was reported that a leak was observed 10cm from the hub of the microcatheter while the physician was flushing the catheter. The procedure was successfully completed using another of the same device. There was no clinical consequence to the patient who was reportedly in a good condition.